Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that: due to a pinhole on bending section cover (a-rubber), water tightness was lost; due to damage on lock engagement lever, bending section could not be fixed firmly; adhesive on bending section cover (a-rubber) had a chip; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was caused by breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The root cause of this event was unable to be identified. The operation manual describes how to inspect for the suggested event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. Inspection of the endoscopic image- confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope exhibited air/water leakages. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, it was found that a noise was generated due to damage of the imaging unit, and the image was not produced temporarily. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.